Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, v the station had entered critical override following a power outage. After coming back online, the station displayed a device critical override message and was not crossing over to the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on critical override. A technical support specialist dialed into the station. The command shell was opened, and the data synchronization service was stopped and restarted. After this action, the station resumed communication with the server, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.